Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2012. Subsequently, the patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection. The tibial bearing and locking bar were removed and replaced. Patient underwent a further irrigation and debridement procedure on (B)(6) 2015 due to infection. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.